Event description:
It was reported that the ilet wireless charger displayed a blinking green light and did not charge the ilet, and the charger also failed to charge a phone, while the ilet successfully charged on a different wireless charger. Customer care provided assistance with charger replacement logistics. Investigation of this case revealed a charger malfunction consistent with a defective charging accessory, with the ilet device itself functioning as expected on an alternate charger. No clinical symptoms during the event reported. Outcomes included no impact on health or medical intervention. It was concluded, based on previously established findings for similar reports, that the cause was a faulty charger.